Event description:
It was reported that the catheter was unable to pace from the beginning. There were no patient complications.

Manufacturer narrative:
Final analysis found that the device exhibited a high current drain and no output or telemetry due to a leaky capacitor.